Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an ankle fusion surgery the k-wire won¿t pass through the cannulated tip of the device. The surgeon then used another k-wire to measure the length. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 23-jul-2024 it was further reported that the tip of the device ar-8967dg looks damaged. The k-wire used with the device was ar-8967kts. [07:45] (B)(6). Update dw 30-jul-2024: further information was provided that due to the damaged depth gauge the surgeon used another k-wire against the inserted k-wire to calculate the length of screw needed.

Manufacturer narrative:
Based on the visual information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.